Event description:
It was reported that the patient had no external power/low voltage alarms and power cable disconnects on the night of (B)(6) 2024 which they stated occurred when the patient accidentally crossed power cable colors while connecting to the mobile power unit (mpu). A review of the log file revealed a loss of external power event. The loss of external power event on (B)(6) 2024 appeared to have been the result of a simultaneous controller power cable disconnect from mpu power. The alarms resolved once external power was restored. It was thought that the patient would require education in regards to proper power source changeovers for this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. The controller event log file contained 256 events spanning from (B)(6) 2024. No external power alarms were active on (B)(6) 2024 from 23:05:10 to 23:05:16 due to dual disconnections of the power cables during a routine power source exchange. The alarms cleared once the system controller was reconnected to power. The backup battery was able to provide power to the system during the event. No other notable alarms or unusual events were captured. Pump operation was not affected, and the device appeared to function as intended at the set speed. The root cause of the reported event was determined to be caused by user error. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.